Event description:
Qv sars otc, blood on swab--tss provided guidance about blood on the swab per the healthcare provider pdf.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine. Source: phone: (714) 520-7833.

Manufacturer narrative:
H10: correction to manufacturer narrative: investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.